Event description:
It was reported that the patient experienced unspecified issues with his sling device. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment.